Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer states that 10 connectors detached when they were pulled on while submerged under water at 40 degrees celsius.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Five unused samples were received for evaluation. After a visual inspection was completed, the cross spike connector was detached. The reported condition was confirmed. Corrective actions have been taken to address this issue. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.